Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to internal facing guide update. A technical support specialist dialed into the station and troubleshooted the device. Issue could not be replicated and confirmed no issue on the station. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had all of the patients not crossing over on station. The customer reported that they can only enter manually to create the patient profile so they can dispense the medication and there was a 5 minute delay on patient care. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that pyxis medstation es had all of the patient's orders were not crossing over on one station. They can only enter manually to create the patient profile, which resulted in 5 minutes delay in dispense the medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6, e3. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the patient's orders were not crossed over at one station. A technical support specialist dialed into the station and confirmed there was no icon on screen and confirmed that it was syncing with the server and no issues, and the issue had been resolved.